Event description:
Hamilton medical ag received the following description from the partner :the " oxygen supply failure " was triggered for a short moment only when we performed softwaretest no 8.

Manufacturer narrative:
Mixer valve was replaced.